Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diabetic ketoacidosis (dka) event leading to hospitalization on (B)(6) 2025. The patient blood glucose (bg) was approximately 500 mg/dl. During hospitalization, the patient's transmitter (xmtr) was lost at the hospital. No further information available.